Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and replaced the reagent syringe assembly, shear valve and a reagent probe.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was leaking from the reagent probes causing a puddle on the unicel dxc 600 pro synchron clinical system. Per customer, the leak was from the reagent probe collar wash and looked like wash concentrate. The leak did not pose a hazardous conditions in the laboratory and did not affect any laboratory personnel.